Event description:
Customer reported that he had high blood glucose, because his insulin pump stopped working and was not delivering the required insulin. Customer stated that the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.